Event description:
A falsely elevated prostate specific antigen (psa) result was obtained on one patient sample using an atellica im 1600 analyzer. The initial result was reported to the physician(s). The same sample was repeated on an alternate atellica im 1600 analyzer. The repeated result was reported, as the correct result, to the physician(s). There were no known reports of patient intervention or adverse health consequence due to this event.

Manufacturer narrative:
An outside of united states (ous) customer reported that a falsely elevated prostate specific antigen (psa) result was obtained on one patient sample using an atellica im 1600 analyzer. At the time of the event, the luminometer ring was offline due to a motion error. The customer contacted the siemens customer care center (ccc) and a customer service engineer (cse) inspected the instrument. The cse troubleshot the luminometer issue and ran an autocheck and quality control with acceptable results. Additionally, the cse cleaned and replaced the photo multiplier tube (pmt). No further issues were observed after the service actions were performed. The cause of the falsely elevated psa result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.